Event description:
The powder bowl cap blew off during an air polishing operation of the unit. There was no injury. On 10/10/94, a water solenoid was replaced and rountine cleaning and replacment of tubing was performed under warranty. In 8/96, a svc rep checked the air pressure of the unit found it to be within specs.